Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump unresponsive buttons and pump error alarm. The customer's blood glucose value was unknown. Customer reported that insulin pump was taking a lot longer to complete a bolus, has to press buttons harder or multiple times for insulin pump to respond, threading in battery compartment was worn down. Customer reported that insulin pump has received errors before but doesn't remember the exact error code with unexplained no delivery alarms. The devices will not be returned for analysis.